Event description:
It was reported that the insulin pump had a crack at the battery compartment and alarmed sensor error. The blood glucose reading was 185 mg/dl. The customer stated that he was unsure how the damage occurred to the device. He stated that he may have bumped into something with the insulin pump. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. No unexpected sensor error alarms were noted during testing. Broken battery tube threads, a cracked liquid crystal display window, a cracked case at the liquid crystal display window corners, broken reservoir tube lip, a cracked reservoir tube window and a cracked reservoir tube were noted.